Event description:
During a laparoscopic cholecystectomy with in the supine position, table tilted to the right. Operating room staff had to hold the pt from falling on the floor. The pt was transferred to another table to complete the surgery.

Manufacturer narrative:
The table was tested in the facility's maintenance department and did not respond to any commands via the hand control. The service and the green battery light charged lights were illuminated. The maintenance tech changed the hand control and the table functioned again and was placed back into service.